Manufacturer narrative:
Product analysis: at analysis it was determined that the keypad was scratched, the lower case and the output connector assembly were broken, the display wires were pinched with the wire insulation exposed and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for a test and calibration and evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.